Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The customer stated she changed the infusion set multiple times and alarm was recurring. The blood glucose at the time of the incident was 196 mg/dl. She was assisted with changing the infusion set and reservoir during the call and was able to prime. She was advised that the reservoir might have been occluded. The reservoir will be returned for analysis.